Event description:
It was reported that while using the excelsius gps system, the case was aborted and remaining screws were then placed by hand.

Manufacturer narrative:
Investigation revealed there was no system malfunction. No adverse effects to the patient were reported. The investigation of the case logs indicated that the misplacement of the implants was likely due to a combination of excessive deflection forces on the end effector or skiving while using instruments in the end effector and drb shifts that occurred during navigation. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.